Event description:
It was reported that the customer was taken to the hospital due to extreme high and low blood glucose. While verifying the customer permission to release the information to her friend, the call was dropped. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.